Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator powers on spontaneously while in storage. There was no patient involvement. The event date was not specified; estimate used.